Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's gas bench, adjusting the power supplies and calibrating. Unit was calibrated safety tested to factory specs.

Event description:
Customer reported an issue with the gas module ii, which may have affected gas monitoring. No pt injury was reported.